Manufacturer narrative:
The device will not return to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
According to the information received, storz light cords are detaching from the scope while in use. No injury to patient reported. No death or (unanticipated) serious deterioration in state of health reported.